Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent, fever and abdominal pain. The cause and treatment were not reported. The patient was hospitalized on the same say as symptom onset and was diagnosed with peritonitis on the following day. The patient was treated with ceftazidime ( 2.5grams, intraperitoneal, ongoing and frequency not reported) and vancomycin (1.5grams, intraperitoneal, ongoing and frequency not reported) for peritonitis. Five days after hospitalization, the patient was discharged and was recovering from the event. Pd therapy was ongoing. No additional information is available.